Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received frequent inappropriate anti-tachycardia pacing (atp) and high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d). The therapy was deliver for fast atrial flutter that was detected as ventricular fibrillation (vf).

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory had an observation relating to wavelet detection. The device memory indicated a ventricular tachyarrhythmia therapy (anti-tachycardia pacing). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received frequent inappropriate anti-tachycardia pacing (atp) and high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d). The therapy was deliver for fast atrial flutter that was detected as ventricular fibrillation (vf). It was further reported that the patient was seen in clinic and it was suspected that the qrs morphology changed when the patient was tachycardic. The wavelet template was reviewed and determined to be good.